Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the electronics assembly. The off no power alarm was unable to be verified due to the blank display. The displacement, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to the blank display. The insulin pump had a severely scratched display window, cracked reservoir tube lip and stained end cap sticker. There was no crack on the back of the insulin pump. (B)(4).

Event description:
Customer's mother reported via phone call damage on the insulin pump. Customer's blood glucose level went as high as 480 mg/dl. Customer's mother advised off no power without low battery indicator alarm occurs periodically and the device shuts off. Customer's mother advised there are 3 cracks on the back of the device and they do not know how it occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.